Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device failed to inflate. The inflation issue was attributed to fluid loss. The patient had not inflated their device for many years and was unsure of when the issue began. The existing pump and cylinder components of the existing ipp were explanted and replaced. The existing reservoir remains implanted in the patient. The explanted ipp components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.